Event description:
64-year-old female scheduled for allo transplant (B)(6) 2026. (B)(6): admitted; went to interventonal radiology for central venous catheter (cvc) placement. Procedure complicated by retained guidewire in soft tissues during attempted left sided cvc ij line placement. A tiny fragment off the distal tip of the nitrex wire broke off in the soft tissues likely secondary to scar tissue. It was deemed that the risks of a cut down to retrieve this fragment would outweigh any benefit of removing it given the size of the fragment the patient was informed of these findings at the end of the procedure.